Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain, cramp in lower abdomen, nephrolithiasis, diarrhea and ovarian cyst (right). Concomitant products included metronidazole (flagyl) for bacterial vaginosis as well as nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 13 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) ((B)(6) 2014)) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information was received -she had not underwent essure removal or currently planning for essure removal. Per medical record: insertion detail: she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 27-jul-2018: reporter information was added. This case concerns (B)(6) patient. Her concurrent condition was added. Lab data was added. Essure indication was added. Essure lot number was added. Essure insertion and removal date were added. Her concomitant medication was added. Event physical injury was updated with more specified following events: pain: pelvic area, abnormal bleeding (vaginal, menorrhagia); depression and mental anguish. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain, cramp in lower abdomen, nephrolithiasis, diarrhea and ovarian cyst (right). Concomitant products included metronidazole (flagyl) for bacterial vaginosis as well as nsaid's, ondansetron, paracetamol (acetaminophen) and valsartan (diovan). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) (B)(6) 2014),salpingectomy(bilateral removal)) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information was received -she had not underwent essure removal or currently planning for essure removal. Per medical record: insertion detail: she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received. Reporters, concomitant medication added. Following events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area") and menorrhagia ("abnormal bleeding (menorrhagia)" in a 30-year-old female patient who had essure (batch no: 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included low back pain, cramp in lower abdomen, nephrolithiasis, diarrhea and ovarian cyst (right). Concomitant products included metronidazole (flagyl) for bacterial vaginosis as well as nsaid's, ondansetron, paracetamol (acetaminophen) and valsartan (diovan). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 3 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)". The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) (on (B)(6) 2014), salpingectomy (bilateral removal) and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the depression, anxiety, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information was received -she had not underwent essure removal or currently planning for essure removal. Per medical record: insertion detail: she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: previously reported event "abnormal bleeding (vaginal) " outcome update to "recovering / resolving" from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic area") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain, cramp in lower abdomen, nephrolithiasis, diarrhea and ovarian cyst (right). Concomitant products included metronidazole (flagyl) for bacterial vaginosis as well as nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 13 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) ((B)(6) 2014) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information was received -she had not underwent essure removal or currently planning for essure removal. Per medical record: insertion detail: she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. 646509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included low back pain, cramp in lower abdomen, nephrolithiasis, diarrhea and ovarian cyst (right). Concomitant products included antibiotics for bacterial vaginosis as well as nsaids, ondansetron, paracetamol (acetaminophen) and valsartan (diovan). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 3 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) ((B)(6) 2014),salpingectomy(bilateral removal) and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and genital haemorrhage had resolved, the menorrhagia and vaginal haemorrhage was resolving and the depression, anxiety, dyspareunia, vaginal discharge and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information was received -she had not underwent essure removal or currently planning for essure removal. Per medical record: insertion detail: she tolerated the procedure well. Patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: abdominal pain, back pain, gen. Abnormal bleeding and post removal complications were added. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.